Event description:
It was reported that upon examination it was noted that the patient has major first rib clavicle crush. It was also reported that there was no capture on the left ventricular (lv) lead. The lv lead was explanted and replaced. Additionally, the right ventricular (rv) lead is showing potential conductor externalization. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 6944, implanted: (B)(6) 2009. (B)(4).